Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false positive reaction of a donor unit with seraclone anti-c. The customer used two different lots of seraclone anti-c (lot #8634060-01 refers to complaint (B)(4)and lot #8710060-01 refers to complaint (B)(4)). The customer initiated a molecular typing of c antigen with the result c negative. The customer did not provide a sample of the allegedly defective product seraclone anti-c because lot #8634060-01 was used up. The customer returned segments of the affected donor unit for investigational testing. The donor segments were tested with our quality control laboratory's retention sample of the affected seraclone anti-c lot and could confirm the customer´s finding. The donor segments yielded weak positive reactions with seraclone anti-c reagents. The donor segments were also tested with different monoclonal anti-c reagents of various manufacturer in tube method as well as in gel technique. The donor segments showed positive reactions with all used monoclonal reagents. The donor segments only yielded correctly negative results with two polyclonal anti-c reagents. Our quality control laboratory tested their retention sample of the affected seraclone anti-c lot with different red blood cells for potency and specificity. The required minimum titer of 16 was exceeded. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed tht the allegedly defective lot of seraclone anti-c functions correctly. The reason for the false positive reaction of this specific donor with all used monoclonal anti-c reagents remains unknown. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.